Manufacturer narrative:
Per the tandem user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received a resume pump alarm. The customer's blood glucose (bg) level was 245 mg/dl and a correction bolus was delivered to address the bg level. The contact thought that the pump would automatically resume insulin deliver after closing a notification. Tandem technical support reviewed why the resume pump alarm had triggered. The contact understood and had no further questions.